Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The device history record review revealed nothing relevant to the event. If the device is returned and additional information is obtained, a follow-up report will be submitted. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that about 30 minutes into a shoulder arthroscopy procedure, the apollo wand "blew up" during use. The surgeon stated that as soon as he hit the ablate button, the wand's tip "popped" and then smoked. The wand was inside of the patient's shoulder when this event occurred. The surgeon stated that the patient was not harmed and the case was completed with a second apollo wand with no further incident. Patient is a male, (B)(6). The account still has the wand from the incident. The rep expressed to them that it needs to be sent back, however, their management wants it to file a report of their own. Follow-up investigation: the wand had no other contact with any other devices as it was inside the joint and the seal seemed to break when they attempted to ablate. The console was set to 7 ablate 1 coag. Facility reported to sales rep that the first time the surgeon hit "ablate", the wand started smoking and bubbling. Surgeon described it as a little popping noise. Rep reported although the facility reported the device "blew up", from the facility description it appears that the device started smoking and there was no fire or displaced pieces from the instrument.

Event description:
It was reported that about 30 minutes into a shoulder arthroscopy procedure, the apollo wand "blew up" during use. The surgeon stated that as soon as he hit the ablate button, the wand's tip "popped" and then smoked. The wand was inside of the patient's shoulder when this event occurred. The surgeon stated that the patient was not harmed and the case was completed with a second apollo wand with no further incident. Patient is a male, (B)(6). The account still has the wand from the incident. The rep expressed to them that it needs to be sent back, however, their management wants it to file a report of their own. Follow-up investigation: the wand had no other contact with any other devices as it was inside the joint and the seal seemed to break when they attempted to ablate. The console was set to 7 ablate 1 coag. Facility reported to sales rep that the first time the surgeon hit "ablate", the wand started smoking and bubbling. Surgeon described it as a little popping noise. Rep reported although the facility reported the device "blew up", from the facility description it appears that the device started smoking and there was no fire or displaced pieces from the instrument.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device history record review revealed nothing relevant to the event. Complaint confirmed. The evaluation revealed yellowish residue stains at the proximal end of probe. Complainant's event is most likely due to fluid ingress inside handle. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.